Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a possible infection at the site of implant. This was due to the implant. During the post-implant follow-up call, the patient was at the emergency room and stated that there was a possible removal but was unsure of the outcome as it was pending being seen by the health care professional (hcp) at the time of the call. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, timeline of events, cause, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.